Manufacturer narrative:
A ge service representative discussed the situation with the reporter by telephone. Currently awaiting evaluation by the bio-medical staff of the facility. Any add'l info that is provided will be reported as required.

Event description:
It was reported that the itrak 3500l would not boot up. It was mentioned that it does not appear power is getting to the on/off switch or monitor/display. There was no report of patient injury.